Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer requested troubleshooting of insulin pump due to a number of problems. Customer reports to have a blank screen display which came back after wiggling battery cap. Customer also reports that insulin pump was exposed to sweat. Per alarm history, customer also experienced a low battery alarm, no delivery alarm, weak battery alarm, low reservoir, and failed battery. Customer's blood glucose was 83 mg/dl. During troubleshooting, insulin pump passed the self test. Customer was advised to monitor insulin pump. Customer was also advised that battery cap would be replaced as a courtesy. No further information provided.